Event description:
It was reported that the 9800 system was hard to street. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The drive chain tension was adjusted during the service call. The system was found to be working as intended, and back into service.